Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because the device was discarded.

Event description:
Customer reports that the balloon on two foleys has ruptured. One after being in for 2 weeks, and one after one week. This case has been processed for the first occurrence. There is a separate case for the second occurrence.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received, will be used for further tracking and trending purposes.